Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) female patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including bench handling, functional testing, and a focus on 12 lead ECG testing on a simulator without duplicating the report. Internal inspection of the defib receptacle did observe signs of fretting. Presence of fretting suggests intermittent contact with the defib receptacle can cause artifact in data signals leading to a device reset. The defib receptacle and multifunction cable were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.